Event description:
It was reported that; plate 2 most cephalad screws backed out following non compliance.

Manufacturer narrative:
Catalog# 48811230. Risk assessment. Manufacturing files were not reviewed because no lot or parts were provided. The probable root cause is patient non-compliance.

Event description:
It was reported that; plate 2 most cephalad screws backed out following non compliance.